Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release manufacturing specifications. The device was still implanted, so evaluation of the actual device was unable to be completed. Photo of images are available, and an evaluation is in progress.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient was implanted with a 6mm x 15cm gore® viabahn® endoprosthesis with heparin bioactive surface to treat axillary vein stenosis. After the viabahn device successfully deployed, 12 x 40 cordis smart stent was implanted after balloon dilation to treat central venous stenosis. It was confirmed the viabahn device flowed into pulmonary artery under final angiography. The physician doubted that it may be caused by improvement of central venous blood flow. Then the physician used the snare to retrieve the viabahn device, however it didn't work. The patient will continue to be monitored. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 3233-imaging evaluation was performed by imaging team: the non-dicom image contains no patient demographic information. The single view of an anonymous patient can not be evaluated without additional views of the chest. The device as shown could be deployed outside or within the patient. No pre and/or post-implant evaluation can be evaluated. The images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot make conclusions or guarantee the images provided are complete, accurate or lack alteration. Therefore, gore cannot guarantee all key findings have been captured or that the findings are accurate. Per the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), the device is not indicated for use to treat vein stenosis, as described in the complaint. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.